Event description:
Report received that the device was sparking and smoking during patient use. Reportedly, the physician noted a spark and smoke coming from the back of the device. The pump was immediately unplugged from the ac outlet. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the pt or the physician.